Event description:
An optometrist reported a patient with a complaint of corneal abrasion in the right eye at the one week post (prk) photorefractive keratectomy visit. A bandage contact lens was placed due to patient burning, light sensitivity and watering. The patient will continue the post operative drops, antibiotic, steroid and preservative free artificial tears. The reported corneal abrasion has healed. The patient has finished the drops.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).